Event description:
The manufacturer received information alleging a ventilator pressure mismatch condition occurred. There was no harm or injury reported. During the evaluation of the device at the durable medical equipment provider, the pressure mismatch condition was confirmed. The trilogy evo machine flow sensor needs to be replaced to resolve the issue.